Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 30-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed no problem was detected the device, also confirmed with the customer that the checkbox to select the item was showing and the customer was able to issue the item. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, azithromycin 250 mg tablets could not be issued. The checkbox required to select the item was not appearing. The customer stated that they were unable to issue the medication there were no adverse events or injuries reported based on this event.